Manufacturer narrative:
Analysis: the sample was not returned to the user facility; therefore, evaluation of the actual sample is unable to be performed. A lot history review revealed this is the only in-stent reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Note, the lutonix 035 drug coated balloon pta catheter is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation of de novo or restenotic lesions up to 150 mm in length in the native superficial femoral or popliteal arteries with reference vessel diameters of 4-7 mm. These lutonix dcb's were used to treat the stented lesion per the study requirements. The occurrence of reocclusion is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the index procedure, two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter were used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 2 months after the index procedure, the right sfa stented area was reportedly reoccluded. A percutaneous procedure was performed and the hcp deemed it was successful. The investigator assessed the event was not related to the study device but is definitely related to the procedure. The sample was discarded by the user facility and not available for further evaluation. Note, the lutonix 035 drug coated balloon pta catheter is indicated for percutaneous transluminal angioplasty (pta), after pre-dilatation of de novo or restenotic lesions up to 150 mm in length in the native superficial femoral or popliteal arteries with reference vessel diameters of 4-7 mm. The lutonix dcb was used to treat the stented lesion per the study requirements. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report numbers are 3006513822-2016-00113.